Manufacturer narrative:
Investigation summary: with the available information boston scientific concluded that the reported pump malfunction was confirmed as analysis identified deflation issues. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the ams 700 momentary squeeze (ms) pump was visually inspected. No leaks were found. The pump was functionally tested and failed the deflation test. With 4 psi of backpressure fluid moved from the cylinders side of the pump to the reservoir without the deflation button being pressed. These deflation issues could affect the functionality of the pump. Product analysis confirmed the pump malfunction. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the IFU, ams700 ms pump. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was explanted because it would not compress. The physician tried to inflate the device using the pump but was unable to. A new ipp pump was implanted. The patient's outcome was good following the surgery.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was explanted because it would not compress. The physician tried to inflate the device using the pump but was unable to. A new ipp pump was implanted. The patient's outcome was good following the surgery.